Manufacturer narrative:
Investigation results: no abnormality is found on process retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective sample is not received for further testing, and the specific site and state of the crack cannot be identified, so the root cause of the crack in prn and leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information.

Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc adapter / connector defective / damaged on (B)(6) 2026, a postpartum patient required intravenous fluid therapy following a cesarean section. While administering the infusion, the nurse observed fluid leakage from the connection point of the heparin cap on the indwelling needle. Inspection revealed a crack in the heparin cap. The cap was immediately replaced, allowing the infusion procedure to be completed normally.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.